Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the customer, the dr was performing a breast biopsy and each of six probes, two 11 ga and four 8 ga, would retrieve a sample, but wouldn't retrieve any add'l samples. To attain the needed samples, the dr would transition the cutter forward to take the sample, manually remove the probe from the breast, remove the sample from the sample chamber, reinsert the probe into the breast and continue sampling. The customer noticed there wasn't any vacuum coming back to the axial end of the probe. The case was completed with no pt consequence. One of the probes is available to be returned for analysis by the customer.